Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope had the cord on light unit plug broken. The issue was found during reprocessing. There were no reports of patient involvement

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be related to use of the product. One 20 ga x 8 cm powerglide pro catheter with its attached wings were returned for evaluation. An initial visual observation of the returned catheter showed use residues throughout the catheter. A chevron-shaped break was observed at the distal portion of the returned catheter. The broken distal catheter fragment was not returned for evaluation. A microscopic observation of the returned catheter break site revealed sharp fracture edges and a shiny, granular fracture surface. Inspection of the catheter break showed a chevron-shaped break site which was consistent with pulling the catheter shaft back against the needle bevel of the powerglide pro device. Pulling the catheter back against the needle may cause a split or break along the catheter shaft during catheter insertion. The powerglide pro IFU states, "once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter." This complaint will be recorded for future trending and monitoring purposes.